Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Review of the photo showed evidence of bladder rupture. The reported condition was verified; however, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor ruptured. Three days prior to the event onset, the device was checked and no issues were noted. On the day of occurrence, the labeling and the blue pouch containing the infusor were wet. The infusor contained ¿some liquid (5fu)¿. The device was promptly disconnected. The infusor was not exposed to light and no above normal temperature changes. There was no report of patient injury or medical intervention associated with this event. No additional information is available.